Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal puncture was performed. A double curve watchman access system (was) was advanced. Prior to advancing a watchman laa closure device and delivery system (wds), thrombus was observed. Initially the thrombus was thought to be in the was, but it was actually on the limbus. They attempted to aspirate the thrombus through the was using a large syringe, but this was not successful. They were administering heparin at the same time; however the activated clotting time (act) was 319sec, so it was within therapeutic range. The procedure was continued with the thrombus still present. The double curve was replaced at some point. Additional attempts were made with both single curve and anterior curve was and two 33mm wds. The patient's anatomy was not conducive for a closure device and the procedure was ultimately aborted due to anatomy. No further complications were reported.